Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.0/+6.0/007 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was reported as having a refractive surprise and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter stated that the "doctor decided to rotate the lens but after six days the lens returned to its initial position obtaining the same refractive surprise. The doctor will order the same lens with the same power but a bigger size because the vault after these days has decreased." (B)(4).

Manufacturer narrative:
Adverse event" not included in the supplemental MDR#2. 'Required intervention to prevent permanent impairment/damage (device)" not included in the supplemental MDR#2. (B)(4).

Manufacturer narrative:
Lens was exchanged for a similar power and a larger size on (B)(6) 2018. The problem was resolved. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found lens to be within specification. (B)(4).